Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two spyscope ds ii and a spy ds controller were used during a common bile duct biopsy procedure performed on (B)(6) 2022. During the preparation, the controller turned on in the ready phase but when the spyscope ds ii was attached, it does not recognize the catheter, it remained in the ready phase. They tried to restart the spyglass ds controller and tried with two spyscope ds ii with different batch; however, the problem was not resolved. The procedure was not completed due to this event. The procedure was rescheduled on (B)(6) 2022 and completed successfully with the spyscope. There were no reported patient complications as a result of this event.